Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 400 mg/dl. Customer alleged that the insulin pump was under delivering of insulin due to high blood glucose. Customer was hospitalized on august 18, 2021 due to high blood glucose. Customer was treated with manual injections. Customer stated symptoms related to high blood glucose that were tiredness and weakness. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.